Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration/ migration of essure device") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant), surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, device dislocation and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Plaintiff demographics added. Essure indication added. Previously reported event pregnancy was updated to pregnancy (ectopic). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), device dislocation ("migration/ migration of essure device") and perforation ("perforation") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not perform essure confirm test". The patient's medical history included cyst of ovary, gravida I and parity 1 ((B)(6) 2012). Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included atrophic vaginitis, vulvovaginal candida, dyspareunia and seborrhoeic dermatitis. In 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2014. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation and perforation outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2012, 2014 most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received - new event "did not perform essure confirm test'' was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration/ migration of essure device") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cyst of ovary. Concurrent conditions included atrophic vaginitis, vulvovaginal candida, dyspareunia and seborrhoeic dermatitis. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (to remove the essure implant), surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed in 2014. At the time of the report, the perforation, device dislocation and ectopic pregnancy with contraceptive device outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2014. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia) were added.outcome of event bleeding from unknown to recovered/resolved was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, perforation and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.